Event description:
It was reported that the bd maxzero¿ needleless connector plug did not spring back during the infusion. This occurred with 3 sets. The following information was provided by the initial reporter, translated from chinese: "during infusion, the blue isolation plug did not spring back."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-nov-2022 h6: investigation summary one mz1000 sample from lot 22015484 was received without packaging for investigation; residual fluid was present in the device. The feedback provided by the customer indicates that during infusion it was identified that the maxzero piston remained recessed. Further information provided by the customer indicates the maxzero device was connected to a weigao luer lock infusion set, and the infusion ran for approximately 8 hours. As part of the investigation the customer provided a photograph of the complaint product. Analysis of the photograph in addition to a visual inspection of returned sample confirms the customer's experience as the maxzero piston remained recessed and did not return to it original position. A close inspection identified damage to the piston. The device was then connected to a 50ml bd plastipak syringe from stock and flushed with fluid; no occlusions or flow restrictions were detected, however, the maxzero piston did not return to its original position and remained recessed. The maxzero was then cut open and the piston inspected; upon closer inspection it was identified that part of the piston was damaged and had separated from the rest of the piston. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a definite root cause for the recessed and damaged piston could not be determined; no obvious manufacturing contributors were identified during analysis of the production process which may have contributed to the customer's experience. A review of the production records for lot 22015484 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector plug did not spring back during the infusion. This occurred with 3 sets. The following information was provided by the initial reporter, translated from chinese: "during infusion, the blue isolation plug did not spring back."